Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged cartridge damage was verified. No failure related to the reported cartridge leak was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge was cracked resulting in insulin leaking. A new cartridge was loaded resolving the issue. There was no reported adverse impact to the customer's blood glucose level.